Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced prolonged hyperglycemia after eating without announcing a meal and later reported a low glucose following automated correction by the ilet system. Symptoms included feeling unwell and disassociated during the low glucose episode. Outcomes included no medical intervention, no use of backup therapy, and no ketone testing. Investigation included a review of device use and therapy logs and user education regarding appropriate meal announcements. Investigation of this case revealed use error related to missed meal announcement and suboptimal meal announcement practices. It was concluded that the device functioned as designed and that the event was attributable to user technique.